Manufacturer narrative:
Manufacturer narrative: updated sections b5, b7, g3, g6, h2, h6 health effect - clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions. A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Intermediate/late onset endocarditis (greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patient's body and is not in any way related to the sterilization or packaging process of the device. The microorganism for intermediate/late onset prosthetic device endocarditis may be due to hospital-acquired infections of lower pathogenicity or community-acquired infections. Common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors. Corrected data: based on the additional information, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a patient with a 27mm 11500a aortic valve was explanted after an implant duration of 2 years, 1 month due to endocarditis. The explanted valve was replaced with a 27mm 11500a valve. The patient was in recovery post procedure. Per medical records, patient presented with uti with blood cultures positive for enterococcus faecalis. Tee demonstrated aortic valve vegetation with periannular abscess. Intraoperatively, aortic valve was removed and annulus was debrided. Purulent drainage noted, and abscess pocket was debrided. Abscess cavity extended down to left main annulus around the noncoronary. A 27mm 11500a valve was sutured into place and the patient was weaned and the valve seated well with no pvl.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 27mm 11500a aortic valve was explanted after an implant duration of 2 years, 1 month due to unknown reason. The explanted valve was replaced with a 27mm 11500a valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.